Manufacturer narrative:
The baxter technician found the mcb needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Do the function checks as applicable for your bed. If the bed passes all of the checks for its configuration, do the necessary administrative tasks, and prepare the bed to be put into service. If the bed does not pass all of the checks, repair or replace the part as applicable. Do not put the bed into service until it passes all of the checks. Warning¿report to bed authorized maintenance persons any unusual sounds, burning odors, or movement deviations observed in the controls, motors, or limit switch functions. Check the cable connection between the mcb and bcb. Replace or connect the cable as necessary. Replace the bcb. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in nov 15, 2022. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the mcb to resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that centrella med-surg (product code p7900b100010, serial number (B)(6)), had bed articulating by itself. This occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.